Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain"), genital haemorrhage ("bleeding"), systemic lupus erythematosus ("lupus"), oesophageal ulcer ("esophagus ulcers"), autoimmune disorder ("increased autoimmune symptoms") and diverticulitis ("diverticulitis") in a (B)(6) female patient who had essure (batch no. 823472) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 1990, (B)(6) 1993), spinal fusion surgery (spondylolisthesis) on (B)(6) 2011, rotator cuff repair (shoulder injury), c-section (??-???-1993) and vaginal delivery (??-???-1990). Previously administered products included for contraception: micronor; for an unreported indication: tramadol, amoxicillin and vagifem. Past adverse reactions to the above products included anaphylactic reaction with tramadol; and rash with amoxicillin. Concurrent conditions included asthma, sulfonamide allergy, lactose intolerance, irritable bowel syndrome and nickel sensitivity. Concomitant products included valaciclovir in 2011 for (B)(6) as well as anaesthetics (anesthesia) and omeprazole (prilosec). In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), oesophageal ulcer (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), diverticulitis (seriousness criterion medically significant), fatigue ("chronic fatigue"), headache ("headaches"), abdominal pain lower ("cramping"), abdominal distension ("extreme bloating"), constipation ("extreme constipation"), medical device site pain ("aching where implants were placed"), dyspareunia ("extreme pain with intercourse"), urinary tract infection ("uti"), fibromyalgia ("exacerbated fibromyalgia"), abdominal pain upper ("stomach pain"), back pain ("back pain"), hypersensitivity ("hypersensitivity reaction to nickel") with pruritus generalised and rash, anxiety ("anxiety") and weight increased ("weight gain"). The patient was treated with nortriptyline, nitrofurantoin, linaclotide (linzess), alprazolam and surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, oesophageal ulcer, autoimmune disorder, diverticulitis, fatigue, headache, abdominal pain lower, abdominal distension, constipation, medical device site pain, dyspareunia, urinary tract infection, fibromyalgia, abdominal pain upper, back pain, hypersensitivity and anxiety outcome was unknown and the weight increased had resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, anxiety, autoimmune disorder, back pain, constipation, diverticulitis, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, hypersensitivity, medical device site pain, oesophageal ulcer, pelvic pain, systemic lupus erythematosus, urinary tract infection and weight increased to be related to essure. The reporter commented: patient refers feeling 10 times better after the surgery (hysterectomy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure confirmation test conducted. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain"), genital haemorrhage ("bleeding"), systemic lupus erythematosus ("lupus"), oesophageal ulcer ("esophagus ulcers"), autoimmune disorder ("increased autoimmune symptoms") and diverticulitis ("diverticulitis") in a 43-year-old female patient who had essure (batch no. 823472) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 2 ((B)(6) 1990, (B)(6) 1993), spinal fusion surgery (spondylolisthesis) on (B)(6) 2011, rotator cuff repair (shoulder injury), c-section (??-???-1993) and vaginal delivery (??-???-1990). Previously administered products included for contraception: micronor; for an unreported indication: tramadol, amoxicillin and vagifem. Past adverse reactions to the above products included anaphylactic reaction with tramadol; and rash with amoxicillin. Concurrent conditions included asthma, sulfonamide allergy, lactose intolerance, irritable bowel syndrome and nickel sensitivity. Concomitant products included valaciclovir since 2011 for hepatitis prophylaxis as well as anaesthetics (anesthesia) and omeprazole (prilosec). In april 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), oesophageal ulcer (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), fatigue ("chronic fatigue"), headache ("headaches"), abdominal pain lower ("cramping"), abdominal distension ("extreme bloating"), constipation ("extreme constipation"), dyspareunia ("extreme pain with intercourse") and urinary tract infection ("uti"). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), diverticulitis (seriousness criterion medically significant), medical device site pain ("aching where implants were placed"), fibromyalgia ("exacerbated fibromyalgia"), abdominal pain upper ("stomach pain"), back pain ("back pain"), allergy to metals ("hypersensitivity reaction to nickel") with pruritus generalised and rash, anxiety ("anxiety") and weight increased ("weight gain"). The patient was treated with nortriptyline, nitrofurantoin, linaclotide (linzess), alprazolam and surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, oesophageal ulcer, autoimmune disorder, diverticulitis, fatigue, headache, abdominal pain lower, abdominal distension, constipation, medical device site pain, dyspareunia, urinary tract infection, fibromyalgia, abdominal pain upper, back pain, allergy to metals and anxiety outcome was unknown and the weight increased had resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, anxiety, autoimmune disorder, back pain, constipation, diverticulitis, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, medical device site pain, oesophageal ulcer, pelvic pain, systemic lupus erythematosus, urinary tract infection and weight increased to be related to essure. The reporter commented: patient refers feeling 10 times better after the surgery (hysterectomy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure confirmation test conducted quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain'), genital haemorrhage ('bleeding'), systemic lupus erythematosus ('lupus'), oesophageal ulcer ('esophagus ulcers'), autoimmune disorder ('increased autoimmune symptoms') and diverticulitis ('diverticulitis') in a 43-year-old female patient who had essure (batch no. 823472) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included spinal fusion surgery (spondylolisthesis) on (B)(6) 2011, multi gravida, parity 2 (B)(6) 1990, (B)(6) 1993, rotator cuff repair (shoulder injury), c-section (B)(6) 1993 and vaginal delivery (B)(6) 1990. Previously administered products included for contraception: micronor; for an unreported indication: tramadol, amoxicillin and vagifem. Past adverse reactions to the above products included anaphylactic reaction with tramadol; and rash with amoxicillin. Concurrent conditions included asthma, sulfonamide allergy, lactose intolerance, irritable bowel syndrome and nickel sensitivity. Concomitant products included valaciclovir since 2011 for hepatitis prophylaxis as well as anesthetics and omeprazole (prilosec). In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), oesophageal ulcer (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), fatigue ("chronic fatigue"), headache ("headaches"), abdominal pain lower ("cramping"), abdominal distension ("extreme bloating"), constipation ("extreme constipation"), dyspareunia ("extreme pain with intercourse") and urinary tract infection ("uti"). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), diverticulitis (seriousness criterion medically significant), medical device site pain ("aching where implants were placed"), fibromyalgia ("exacerbated fibromyalgia"), abdominal pain upper ("stomach pain"), back pain ("back pain"), allergy to metals ("hypersensitivity reaction to nickel") with pruritus and rash, anxiety ("anxiety"), gastric disorder ("gastric issue"), feeding disorder ("couldn't eat") and dyspepsia ("couldn't digest") and was found to have weight increased ("weight gain"). The patient was treated with alprazolam, linaclotide (linzess), nitrofurantoin, nortriptyline and surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, oesophageal ulcer, diverticulitis, fatigue, headache, abdominal pain lower, constipation, medical device site pain, dyspareunia, urinary tract infection, fibromyalgia, abdominal pain upper, back pain, allergy to metals and anxiety outcome was unknown, the autoimmune disorder had not resolved, the abdominal distension, gastric disorder, feeding disorder and dyspepsia was resolving and the weight increased had resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, anxiety, autoimmune disorder, back pain, constipation, diverticulitis, dyspareunia, dyspepsia, fatigue, feeding disorder, fibromyalgia, gastric disorder, genital haemorrhage, headache, medical device site pain, oesophageal ulcer, pelvic pain, systemic lupus erythematosus, urinary tract infection and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient refers feeling 10 times better after the surgery (hysterectomy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: essure confirmation test conducted. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: new event - belly bloating, gastric issues, couldn't eat, couldn't digest and outcome of extreme bloating and auto immune disorder were added. Reporter information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain'), systemic lupus erythematosus ('lupus'), oesophageal ulcer ('esophagus ulcers'), autoimmune disorder ('increased autoimmune symptoms') and diverticulitis ('diverticulitis') in a 43-year-old female patient who had essure (batch no. 823472) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included spinal fusion surgery (spondylolisthesis) on (B)(6) 2011, multi gravida, parity 2 ((B)(6) 1990, (B)(6) 1993), rotator cuff repair (shoulder injury), c-section 1993 and vaginal delivery 1990. Previously administered products included for contraception: micronor; for an unreported indication: tramadol, amoxicillin and vagifem. Past adverse reactions to the above products included anaphylactic reaction with tramadol; and rash with amoxicillin. Concurrent conditions included asthma, sulfonamide allergy, lactose intolerance, irritable bowel syndrome and nickel sensitivity. Concomitant products included valaciclovir since 2011 for hepatitis prophylaxis as well as anesthetics and omeprazole (prilosec). In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), oesophageal ulcer (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage ("bleeding"), fatigue ("chronic fatigue"), headache ("headaches"), abdominal pain lower ("cramping"), abdominal distension ("extreme bloating"), constipation ("extreme constipation"), dyspareunia ("extreme pain with intercourse") and urinary tract infection ("uti"). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), diverticulitis (seriousness criterion medically significant), medical device site pain ("aching where implants were placed"), fibromyalgia ("exaserbated fibromyalgia"), abdominal pain upper ("stomach pain"), back pain ("back pain"), allergy to metals ("hypersensitivity reaction to nickel") with pruritus and rash, anxiety ("anxiety"), gastric disorder ("gastric issue"), feeding disorder ("couldn't eat") and dyspepsia ("couldn't digest") and was found to have weight increased ("weight gain"). The patient was treated with alprazolam, linaclotide (linzess), nitrofurantoin, nortriptyline and surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, systemic lupus erythematosus, oesophageal ulcer, diverticulitis, genital haemorrhage, fatigue, headache, abdominal pain lower, constipation, medical device site pain, dyspareunia, urinary tract infection, fibromyalgia, abdominal pain upper, back pain, allergy to metals and anxiety outcome was unknown, the autoimmune disorder had not resolved, the abdominal distension, gastric disorder, feeding disorder and dyspepsia was resolving and the weight increased had resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, anxiety, autoimmune disorder, back pain, constipation, diverticulitis, dyspareunia, dyspepsia, fatigue, feeding disorder, fibromyalgia, gastric disorder, genital haemorrhage, headache, medical device site pain, oesophageal ulcer, pelvic pain, systemic lupus erythematosus, urinary tract infection and weight increased to be related to essure. The reporter commented: patient refers feeling 10 times better after the surgery (hysterectomy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: essure confirmation test conducted. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.